Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: a review of the receiving inspection of fen open cannula strl was conducted identifying that lot number lc41278released in one batch. Supplier: (B)(4). Batch1: lot qty of (B)(4). Units were released on 12 oct 2023 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a spinal fusion, after the verse fenestrated screw was inserted, an alignment guide was set before cement mixing. When the open cannula was checked if it was set properly, it was found not to be set properly. Therefore, the alignment guide was reinstalled with the open cannula in the alignment guide, and cement injection was started after confirming that the open cannula was properly set. Then, cement overflowed toward the surgeon¿s hand, and the surgeon noticed an abnormality. The surgeon removed the alignment guide and open cannula and observed that the open cannula was broken off. The breakage site was near the thickened part of the open cannula. After that, the broken open cannula was removed, and a new open cannula was used. In this surgery, the verse fenestrated screw was used for single intervertebral fusion, which is not allowed under the standards of use of fenestrated screws. The surgery was completed successfully with no surgical delay. The patient outcome was reported to be stable.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.